Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, and confirmed malfunction did not recur after reset, and customer chose to continue using current pump and acknowledged understanding that pump could be used.